Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer's blood glucose level during the incident was 401 mg/dl. They treated their high blood glucose with 22 units of insulin before calling and 3.9 units of insulin while on the phone. They had a previous infusion set with a bent cannula. The customer had the symptom of feeling light headed. Troubleshooting was performed. The customer will monitor their blood glucose. The device will not be returned for analysis.